Manufacturer narrative:
(B) (4). Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and found the u17 ic chip non-functional. The failure would not allow the pcb to continue through the boot cycle and a lock-up issue would occur.

Event description:
Customer reported that the device had a service indication. Physio-control evaluated the device and observed fault codes in the memory that indicate a potential critical failure. There were no reports of patient use associated with this event.